Event description:
While placing the IV catheter, the plastic end plug dislodged, pt blood continued to flow. The nurse was cut by the plastic pinch clamp. Blood contaminated the rn's cut finger. The tubing portion of the catheter was noted to have puncture in it. No pt injury. Rn treated for exposure.